Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, abdominal air leaked soon with a boo sound. The device was used as-is to complete the case. According to the doctor, the device was used properly. There were no adverse consequences for the patient. The customer disposed of two devices.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.